Event description:
The surgeon claimed that since that target device has no indications for left or right leg, the screw was positioned from the medial side of the tibia instead of the lateral side. The patient gained a nerve injury.